Manufacturer narrative:
The reported malfunction was observed during testing. However, the device was put through extensive testing including bench handling, internal inspection and stress testing without duplicating the malfunction. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.